Event description:
It was reported that during the procedure to treat a basilar artery stroke, the physician was unable to advance the guidewire through the non-stryker microcatheter. The physician retracted the guidewire and observed that the distal tip of the guidewire had broken off. An unspecified time later, the patient died. The cause of death was not reported. No additional information was provided.

Manufacturer narrative:
The subject device has not yet been received for evaluation.